Event description:
(B)(6) study. It was reported that a paravalvular leakage occurred. The subject was randomized into the reprise iii study in (B)(6) 2015 and the index procedure was performed. The subject was on a prior regimen of aspirin. Prior to the index procedure, heparin or other anticoagulant was given and the subject received a loading doses of 325mg of aspirin and 300mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. Successful repositioning of the lotus valve involved complete resheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Six days later, the subject was discharged on aspirin, warfarin and clopidogrel. In (B)(6) 2019, 1463 days post index procedure, during the protocol scheduled 4 month follow up, moderate aortic regurgitation was noted. No action was taken to treat the event. At the time of reporting, the event was considered not recovered/not resolved.